Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery.unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Battery cycle 6.0 received the lowbatteryalert (104) on (B)(6) 2025 14:08:00 faster than expected at 3.8 days. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2025 09:03:00 after more than 7 days at 11.36 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 19:21:00 faster than expected at 3.16 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the self test, sleep current measurement, and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked case battery tube, cracked case, battery tube threads cracked, broken reservoir tube lip, stained keypad overlay, cracked keypad overlay, missing display window cover, scratched case, and pillowing keypad overlay. In conclusion, customer concern was not confirmed of low battery alert. Unit was tested successfully. Battery power loss and charge/battery lasts less than expected was not confirmed using baat tool. Customer concern of damage on the backside of the case was confirmed when cracked case, cracked battery thread, and cracked battery tube was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged on the pump battery lasts around, replace battery alert/replace battery now alarm and a crack along the battery side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. Customer reported receiving replace battery alert/replace battery now alarm after receiving a low battery warning. Pump is behaving normally. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1881 was requested, and customer response was the device will be returned.